Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The patient experienced light-headedness and presyncope. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determine if this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator (ICD),  (B)(6) 2011; 5071 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2004. (B)(4).